Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was intermittently inaccurate. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report. Customer¿s blood glucose reached 386 mg/dl.